Event description:
Event: aneurysm rupture, patient death. Case details: the patient was implanted in 2000. In 2002 surgical intervention was performed to treat a type ii endoleak from the ima. The physician cut-down the aorta, ligated the ima, removed thrombus from the aneurysm sac, and re-closed the aorta over the implanted graft. In 2002 the patient presented with abdominal pain. A CT was performed which demonstrated an aneurysm rupture and a possible leak from the left distal attachment system. The patient was transferred to the operating room where pt expired.